Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 94 mg/dl and the sensor glucose was 57 mg/dl at the time of the incident. The customer stated last sunday that he changed his sensor during the night and that the insulin pump was suspending on low and it continued all night. The customer has not had any alarms only suspend on low and she is carefully monitoring her blood glucose. The customer will call if further problems. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.